Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Investigation summary: fails pressure cal. Observation: verified unit would not calibrate pressure. Verified asm analog sensor readings and bottle side sensor out of spec. Verified calibration data and settings were out of spec. Unit passed pressure cal with new sensor and cal set to default. Psi passed at 9.0. Faulty assembly: bottle side sensor out of specs. Conclusion: replaced sensor and reset cal defaults. Rework: no repair required. Route to service dept. For normal process.